Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, on (B)(6) 2012 the external bolster cracked and became loose. The external bolster moves away from the stoma site towards the c-clamp and the peg tube migrates into the stomach. The bolster has been taped and this device remains in place. There were no patient complications reported as a result of this event. The patient's condition is reported to be stable.

Manufacturer narrative:
The reported event tube migration. The complainant indicated that the device will not be returned for evaluation as it is still implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.